Manufacturer narrative:
The replaced switch was returned to livanova deutschland for further investigation. During the evaluation the reported issue could be reproduced. The switch was found out of specification. Livanova deutschland notified the supplier about the reported issue and requested further actions to prevent recurrence. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial.

Manufacturer narrative:
H.10: the address in the section g1-2 has been corrected.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He replaced the push-button switch. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The affected part was returned to livanova (B)(4) for a detailed investigation. The investigator could reproduce the reported issue and found that the switch did not match its data sheet. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the switch of a s5 roller pump did not work properly during setup. There was no patient involvement .